Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant medical product: 4524 lead, implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a device changeout procedure, the impedance on the right atrial (ra) lead and right ventricular (rv) lead had decreased and were low. The leads remain in use. No patient complications have been reported as a result of this event.